Manufacturer narrative:
An outside united states (ous) customer contacted siemens remote service center (rsc) and reported observation of an elevated atellica im creatine kinase mb (ckmb) result which was discordant relative to alternate method testing. Siemens ruled out reagent issues based on review of quality control (qc) which recovered within acceptable ranges and no issues were reported with other patient samples. No further testing on the sample was performed as it was depleted. The atellica im ckmb assay is traceable to an internal standard manufactured using highly purified material. The calculated values in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. Based on the available information, the probable cause of the event was consistent with a sample specific interferent. No product problem was not identified. The customer is operational and no further evaluation is required.

Event description:
The customer reported observation of an elevated atellica im creatine kinase mb (ckmb) result which was discordant relative to alternate method testing. The initial result was not reported to the physician. The patient sample was diluted two times and retested on the original analyzer. The first repeat result recovered high result similar to the initial result. The patient sample was repeated on an alternate platform. The second repeat result recovered lower than the initial result. The second repeat result was considered correct as it matched the patient's clinical picture and was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ckmb result.